Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2105320. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced the catheter adapter being unable to connect to the mating component. The following information was provided by the initial reporter: the nurse used a syringe to seal the tube for the patient, and then screw the sealing liquid syringe with sterile saline extraction and the disinfected infusion joint. It was found that the rebound device in the joint would pop out the syringe directly after the connection, which could not complete the sealing. The nurse replaced it immediately.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced the catheter adapter being unable to connect to the mating component. The following information was provided by the initial reporter: the nurse used a syringe to seal the tube for the patient, and then screw the sealing liquid syringe with sterile saline extraction and the disinfected infusion joint. It was found that the rebound device in the joint would pop out the syringe directly after the connection, which could not complete the sealing. The nurse replaced it immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.